Manufacturer narrative:
Correction: b5 and h6 section. Please retract the report 2017865-2024-69969. The previous report should be a non-complaint. The product cannot be implanted due to patient anatomy and there is no known product malfunction.

Event description:
It was reported that the patient presented to clinic. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold and loss of capture. Fluoroscopy confirmed that the lv lead had dislodged. The physician elected to reposition the lv lead. However, during the procedure, it could not be repositioned because a stylet could not be passed down the interior of the lead and it was ultimately explanted. Another lv lead was attempted but unsuccessful due to patient anatomy. The old and the new lv leads were explanted and replaced during the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
The left ventricular (lv) lead was implanted and explanted on the same day with unknown reason. The patient status was unknown.

Manufacturer narrative:
Correction:h6 section: the information noted in the analysis conclusion; the reported event was ¿no apparent malfunction¿. As received, a complete lead was returned for analysis. Analysis was normal. No anomalies were found. Visual and x-ray inspection noted the inner coil was bunched up at the connector region consistent with procedural damage.